Event description:
The instruments colour marking is fading out. In addition the red fixation pin is broken.

Manufacturer narrative:
The investigation confirmed the absence of ink on the instrument and the locking knob had cracked. The ink appears to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. The new design of instrument 254400525 will replace the current 254400509, and was released in q2 2014. The material of the locking knob has been changed from radel to avaspire which is less susceptible to residual stress and resists propagation of cracks the complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is ongoing. Depuy synthes will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The investigation confirmed the absence of ink on the instrument and the locking knob had cracked. The ink appears to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. The new design of instrument 254400525 will replace the current 254400509, and was released in q2 2014. The material of the locking knob has been changed from radel to avaspire which is less susceptible to residual stress and resists propagation of cracks. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.